Event description:
The customer contacted beckman coulter (bec) reporting a leak underneath the coulter lh 780 hematology analyzer while running samples. The volume of leak was 20-30 mls and was not contained within the unit. The instrument also generated differential sample pressure errors. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found disconnected tubing at the vl4b that was reconnected. The fse also replaced the tubing in the differential module and a broken pinch valve at the vl57a which resolved the leak issue. Failure mode: disconnected tubing at the vl4b and broken pinch valve at the vl57a. The instrument generated differential sample pressure errors alerting the operator to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).